Event description:
The patient had a history of chronic back and leg pain and he was admitted for lumbar laminectomy of l4 lumbar vertebra 4 and l5 lumbar vertebra 5. During the procedure of the insertion of the cage, for some reason, the cage fractured, the second one fractured, and then finally the third one even fractured. With the insertion of the cages as they fractured, there were tears in the dura at two levels. These were both closed with 4-0 dural silk suture. The closure was good because there was no csf leak with valsalva maneuvers. A 11 x 25-mm cage was then inserted and rotated towards the midline. A different inserter was used this time. At the l4-l5 level after the disk was removed, a 10 x 25-mm crescent wedge was inserted. They were rotated medially to try and avoid backing out. A cross-link was also placed. The dura was irrigated with bacitracin where the dural leak occurred from the dural tear. A fat graft was obtained from the subcutaneous fat. This was sutured to the dura and then tisseel was placed over the entire dura. The fascia layer was closed with 2-0 vicryl, the subcuticular layers closed with 3-0 undyed vicryl, and the skin was approximated with staples. An abdominal binder was placed on the patient also for compression in the subcutaneous space.